Manufacturer narrative:
The reported event of extended charge time was confirmed via reviewing of the field¿s data. Bench testing was performed and the device showed normal characteristics. The cause of the extended charge time was undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited an alert for reaching the charge time limit. No intervention was performed and the patient would continue to be monitored.

Event description:
New information received notes the device was explanted. The patient was stable post-procedure.